Manufacturer narrative:
The device referenced in this report has not been returned to olympus for physical evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported that a patient tested positive for the microorganism granulicatella adiacens after a procedure with an evis exera iii bronchovideoscope. The specimen was collected at the time of the procedure. Patient #1 (B)(6) (positive culture) this report. Patient #2 (B)(6) (positive culture). Patient #3 (B)(6) (no positive culture). Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. Physical evaluation of the suspect device reveals: olympus performed a visual inspection on the received condition and found kinks inside the biopsy channel. The biopsy channel was inspected with an olympus boroscope, and it was found that the channel twisted and kinked near the control body side. The insertion tube is severely buckled and kinked at the same location of the damage discovered inside the biopsy channel. There are no signs of stains, or foreign material within the biopsy channel. Additional findings include; open bending section cover glue at both ends. The video scope passed the cosmo leak test (+.2). The last service event was in 2017. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. 3.3 inspection of the endoscope¿ instructs to conduct inspection prior to use for insertion section as follows: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 3.8 inspection of the endoscopic system/inspection of the instrument channel¿ instructs to confirm smooth passage of biopsy at channel inspection prior to use. Olympus offered to have an endoscopic support specialist visit the facility to evaluate reprocessing processes and educate staff as needed, as well as sending the scope to a third-party lab for culture and the customer declined. Conclusion: the definitive cause of the reported event could not be established. Several nonconformities were confirmed from the scope: however culture test was not performed. The facility's reprocessing procedures could not be confirmed as the facility declined a review/education. We could not determine whether patient #3 was infected or not, and whether the scope possibly triggered cross contamination or not since no culture was collected from patient #3.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported.

Event description:
New information provided includes: the scope did not malfunction in any of the cases. No other endo therapy devices were used.